Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to reproduce the system error 322. The upper and lower aux were found to be out of specification. The upper and lower aux were replaced.